Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the cgm reading was 40 mg/dl, and the patient experienced vomiting, headache, difficulty walking, and stomach pain. The patient removed both his insulin pump and cgm sensor and drove himself to the hospital, arriving at approximately 2:15 pm. Upon arrival, a fingerstick was taken, and the blood glucose reading was 419 mg/dl. The patient was admitted and treated with 2 units of insulin every 2 hours, intravenous fluids, and medications for low calcium, phosphate, and stomach pain. No further medication was reported. The patient was discharged on (B)(6) 2026 after spending more than 24 hours at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).